Manufacturer narrative:
Determination of root cause; assessment: during the on-site investigation, the territory manager (tm) reviewed the log file and found the facility and not performed recent energy checks. The lack of energy checks was responsible for the laser high secondary energy warning, and resulted in the laser not firing during the procedure. The tm recalibrated the energy table as a preventative measure and completed a successful system to product specifications. Conclusion: based on the results of the investigation, the root cause of the interrupted procedure was high energy due to no regular energy checks. (B) (4)

Event description:
Adverse event: interrupted procedure. Malfunction: laser stopped firing due to high energy. Surgery aborted, system rebooted and reprogrammed. An ophthalmic technician reports, the laser gave a high secondary energy warning and stopped a treatment at 3%. The ophthalmic technician called the territory manager who was able to talk him through steps to complete calibration and complete the treatment. During a follow up call to the ophthalmic technician, the technician, on authority from the surgeon, stated the patient did not suffer any harm or injury due to the reported event. The case was completed and the surgeon does not have any outcome concerns.